Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer stated that they filled the cartridge with cold insulin and had possibly overfilled the cartridge. The customer was able to successfully load a cartridge filled with room temperature insulin. There was no impact to the customer's blood glucose level.